Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device found the safety release button had been pushed inward out of the retaining tabs, rather than sliding the button distally. This indicates the button had been pushed down displacing it into the handle after clip deployment. The bent locator wings are consistent with and confirm the reported difficulty removing the device. The most probable root cause for the bent locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment through the tissue tract which may create distal forces resulting in bending of the locator wings and subsequently contributing to difficult device removal. Based on the inspection criteria and the analysis, the probable root cause for the difficulty removal and subsequent failure to achieve hemostasis with this device is related to the operational context during use. No manufacturing or quality inspection deficiency was detected. A review of the device history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there have been no other previous incidents reported for difficulty to remove closure device with this lot number. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, all the deployment steps were completed, and then the device became difficult to remove. The safety features were used unsuccessfully and the device was ultimately removed with an assertively pull. Manual compression was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.